Event description:
Pt's parent reported that 4fr arrow PICC catheter slit open. Parent has been watching this site for weakness due to constant bending of external catheter. In 2003 catheter slit open. Pt taken to hospital where catheter originally placed. Catheter exchanged over guidwire. Therapy resumed.